Event description:
It was reported that a trained physician attempted arteriotomy closure of the cfa using the starclose device after an interventional procedure. Reportedly, shaft carving was noticed after the device was removed. Hemostasis was achieved with manual compression. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. There was no lot information. A supplemental report will be submitted with any relevant information.